Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. Device analysis revealed a damage was observed at the femoral marker in the sheath assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use to view the target lesion. There was no problem encountered during testing. However, image disappeared inside the patient's body. The opticross imaging catheter was set up again, but the issue was not resolved. The procedure was completed with another with the same device. No patient complications were reported. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.